Event description:
Customer reported that she went to the physician office were she was treated with manual injection due to high blood glucose. Customer blood glucose reading at the time of the physician office visit was 380 mg/dl. Customer stated that her insulin pump time and date were incorrect. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.